Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported "recall, mastitis, pain, discomfort, distress and suffering". This record is for the left side. Device was explanted and it is unknown if it was replaced. It is unknown if the device will be returned.